Manufacturer narrative:
A follow up was scheduled at a later date. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician performed defibrillation threshold (dft) and was successful. The system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Boston scientific technical services (ts) discussed the issue and suggested measures to evaluate the system. Additional information was received from the field representative that high pacing threshold measurements were also observed. A follow up was planned at a later date during which a test shock will be performed. At this time, the device and lead remain in service. No adverse patient effects were reported.